Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The gas blender system 25-40-00 is not distributed in the USA and it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that co2 flow on an electronic gas blender is no longer correct. With a set co2 flow of 0.5 l/min, only 0.46 l/min is delivered and displayed correctly. Therefore, the gas blender continuously alarms with a target/actual deviation. The issue occurred in priming. There was no patient involvement.

Manufacturer narrative:
H11 a review of the device¿s service history indicated that no previous reports of similar events have been communicated since manufacturing date. Based on the gathered information, the root cause of the issue could not be conclusively determined. Nevertheless, considering investigations findings of similar events, it cannot be excluded that the problem was caused by a defective internal component, such as valve sensors or the mass flow controller, likely due to normal wear and aging of the parts. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation and repair. However, since this device is an old s3 model and technical support is no longer available and spare or replacement parts are no longer in stock or available for order. The unit will be returned to the customer without repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.